Manufacturer narrative:
(B)(4). Results: (endoleak), (cause of endoleak not provided). Conclusion: (cause of endoleak not provided).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that there was a type I endoleak observed after the stent graft was implanted, and the cause of the endoleak is unk. The physician elected to intervene by placing a stent from another manufacturer, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.